Manufacturer narrative:
Gradual change of torsion resistance caused by a loose adjustment screw due to end of service life - see IFU "647g23-19-1211" - chapter 4.6 maintenance instructions: "as a basic principle, all ottobock modular adapters are subjected to tests involving three million load cycles. Depending on the amputee's activity this corresponds to a service life of three to five years. We recommend carrying out regular safety checks once a year."

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
The torsion doesn't working and he fell down the stairs.